Event description:
It was reported following a percutaneous transluminal coronary angioplasty (ptca), a 6f angio-seal vip was selected for use. During deployment, the suture broke and the suture pulled out with the collagen attached. The anchor remained within the artery. The patient underwent surgical intervention and the anchor was removed. The patient's condition was reported as being fine.

Manufacturer narrative:
One each of the following 6f angio-seal vip components was received for evaluation: hemostasis sheath and carrier tube assembly. The carrier tube assembly had been fully inserted into the hemostasis sheath and was in the full rear-lock position. A blood-like substance was seen on the returned components. A 6.41" length of suture exited the sheath distal end (sheath tip to proximal end of knot). The clear heat shrink tubing was present on the suture (0.75" to 1.14" from the sheath tip), along with the tamper tube, knot, and collagen. The collagen was in a compact mass, and the knot was tightly wound. The suture was tightly secured to the collagen; a portion of the suture loop was visible, but the integrity of the entire loop could not be confirmed prior to collagen removal. Neither the black heat-shrink tubing nor the anchor was visible. The center portion of the black heat shrink tubing (located 3.15" to 3.44" from the sheath tip) had been damaged, consistent with mechanical grasping or pinching. Measured dimension between the distal end of the clear heat shrink and the distal end of the black heat shrink: 2.30" was within specification. The measured dimension is consistent with movement of the black heat shrink. Tamper tube measured length: 3.49" was within specification. The suture was cut 0.8" from the knot to enable inspection of the black heat shrink. The knot and collagen were soaked in water. The collagen was removed from the knot and the integrity of the suture loop was confirmed, indicative of a detached anchor. The anchor was not returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. The results of this review showed that all process controls, test results, and final device requirements necessary to assure anchor integrity and performance met their defined specifications and criteria. Anchor detachment may occur when the anchor is exposed to elevated tensile forces. The anchor is designed to with stand forces greater than those experienced in a typical procedure. Our instructions for use contain the following information should anchor fracture occur: "examine the device to determine if the anchor has been withdrawn. If bleeding occurs, apply manual or mechanical pressure to the puncture site per standard procedures. If anchor is not attached to the device, monitor the patient (for at least 24hours) for signs of vascular occlusion. Clinical experience to date indicates that tissue ischemia from an embolised anchor is unlikely. Should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention." A search of the angio-seal database revealed no training record for the physician. The IFU caution that the angio-seal device is to be used only by a licensed physician (or other health care professional authorized by or under the direction of such physician) possessing adequate instruction in the use of the device, e.g., participation in an angio-seal physician instruction program or equivalent.